Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately low when compared against another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2013. At an unspecified time, the patient reportedly obtained a blood glucose reading of ¿300 mg/dl¿ with the subject meter and ¿700 mg/dl¿ with another (unspecified) meter, performed more than 30 minutes of each other. The patient manages her diabetes with insulin (self adjuster). That morning (on (B)(6)), the patient reportedly was not feeling well; it is not known however, if patient was symptomatic prior to the start of the alleged issue and her symptom(s) is not specified. According to the csr¿s documentation, in response to the alleged meter issue, the patient reportedly consumed less food/drink that morning and later (either in the afternoon or evening) that day the patient reportedly went to the emergency room (ER) where she was administered IV fluids as treatment. Prior to going to the ER, it is not known what her blood glucose reading was with the subject meter and it is not clear if the patient attempted to treat herself. During the patient¿s time in the ER, it is not known if she received any additional treatment, it is not clear when her symptoms improved, and the extent of her ER visit is not specified. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.